Event description:
It was reported that the user contacted support for a low glucose alert, with fingerstick at 85 mg/dl and ilet reading at 74 mg/dl, and was instructed to treat with 5¿10 grams of fast-acting carbohydrates; the user consumed approximately 9 grams and glucose rose to 97 mg/dl before the call ended. Symptoms included hypoglycemia characterized by low blood glucose readings. Outcomes included resolution of the low glucose with oral carbohydrate treatment and no further assistance needed. Investigation included troubleshooting and education provided by support. Investigation of this case revealed no device malfunction and that the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.